Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient had been hospitalized from (B)(6) 2016 to (B)(6) 2016 due to low blood sugar levels, unrelated to the patient's peritoneal dialysis regimen or dialysis cycler. Per the pdrn the patient is a known diabetic and stated the hospitalization event was attributed to the patient's unrelated co-morbidities. The patient was discharged on (B)(6) 2016 and was able to resume continuous cycler-assisted peritoneal dialysis treatments using the cycler without further issue. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.